Event description:
The customer reported via phone call that he had high blood glucose readings. Customer stated that the health care professional noticed the settings were not in the pump. The pump had dropped his bolus wizard settings like carb ratio. Customer's blood glucose had been running high between 300-400 mg/dl. Customer was averaging 120 mg/dl readings before. Customer has been dealing with high blood glucose for about 2-3 weeks. Customer was hospitalized when he went to his health care professional and was given some injections to use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test, and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was programmed with multiple basal profiles and with bolus wizard settings. All basal profiles were listed in the basal review screen. The insulin pump also listed the bolus wizard settings in the bolus wizard review settings screen. There was no history anomaly and no unexpected reset noted. The insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The insulin pump had a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.